Event description:
A pt reported experiencing inaccurate high results with an otp meter. The pt's blood glucose results were 285mg/dl (meter), 221 mg/dl (lab). Tests were done within <10 minutes with a difference of 44%. Pt did not experience any adverse events. No further info has been reported.